Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 30 mg/ml dilaudid at 16.822 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump incision became infected so his pump and catheter had been removed. It was noted the infection involved the pump that was implanted on (B)(6). They had called the clinic on friday [(B)(6)] because the incision was red and looked really swollen. The hcp told them to put peroxide on the incision and if it drained or looked worse to go to the emergency department. The incision then got a pinhole and drained a copious amount of "whatever". The patient went to the emergency department on (B)(6) and the pump was removed on (B)(6). It was noted they had been told different stories of when they would implant a new pump. One doctor stated it would be out 14-21 days, another doctor stated it would be out for up to six weeks, and the surgeon stated it would be 3 months. No further issues were reported or anticipated.